Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a rise in power consumption beginning on (B)(6) 2018 and high watt alarms. Parameters have returned to within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2018. 45 high watt alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.